Event description:
A 54-year-old male presented with acute renal failure, hypotension, rising vasopressor needs, and lactic acidosis. He was taken to the cardiac catheterization laboratory for evaluation of suspected cardiogenic shock and required intubation for worsening respiratory failure. The patient became increasingly hypotensive and an impella cp was implanted for left-sided hemodynamic support. Coronary angiography revealed no significant obstructive coronary artery disease. A pulmonary artery catheter revealed a papi of 0.5, consistent with severe right ventricular failure. A heart team decision was made to place an impella rp flex for right-sided mechanical circulatory support. Shortly after rp flex placement, the patient developed pulseless electrical alternans and required cardiopulmonary resuscitation and acls medications. Return of spontaneous circulation was achieved, and the patient was transported to a higher level of care on bipella support. The patient expired shortly after arrival. Device evaluation is pending. This report is submitted due to patient death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to the underlying critical clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae (cardiac arrest): the root cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).